Event description:
The customer reported receiving erroneously high hemoglobin (hgb) and hematocrit (hct) results for four patient samples on a coulter act 5diff cap pierce (cp). Erroneous results for patient 1 were flagged by the instrument but were reproduced upon rerun on the same instrument and therefore, the erroneous results were reported out of the lab. A manual slide review did not support the result, so the sample was run a third time, with results that were reported to be correct. Samples for patients 2, 3, and 4 were each rerun on the instrument, producing results that were reported as correct. There was no change to patient treatment due to the erroneous result that was reported out of the lab. The customer provided patient data for review. Data submitted for review indicated that the initial run on all 4 patient samples recovered higher results for hgb, red blood cell (rbc) and hct parameters and lower for white blood cell (wbc) and platelet (plt) results for patient 1, 3 and 4 only, compared to rerun results, which the customer reported out as correct.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse was able to verify the issue through documentation. He performed complete preventative maintenance and also replaced the 3 way valve (lv6) in the hgb pathway. He also replaced the hgb lyse reagent and then primed the instrument and began the verification. The fse observed that correct results were reproducible for multiple patients.